Event description:
During the implant procedure, multiple right atrial (ra) lead dislodgements were observed. The event was resolved by finishing the procedure by implanting the ra lead. During an in-clinic follow-up, it was reported that the ra lead was dislodged. During the replacement procedure, it was noted that the helix would not screw into the cardiac tissue due to a blockage by the steroid plug of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual inspection of the lead did not find any anomalies. No steroid plug was returned with the lead. The helix was noted to be fully extended and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length measured within specification. The reported event of helix mechanism issue was isolated to the helix being clogged with blood. Electrical testing and x-ray examination did not reveal any indication of conductor fractures or internal shorts.